Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no visible foam particles. The technician also confirmed presence of white substance or dirt contamination in the device as secondary findings. The device was scrapped.